Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Since (B)(6) 2016, 126 ventricular sensing integrity counts were recorded; non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing were also recorded. Analysis of the device memory indicated right ventricular (rv) pacing capture threshold was elevated. Rv capture threshold had sustained measurements of > 2.5v from (B)(6) 2014 through (B)(6) 2016. Analysis of the device memory indicated the rv lead integrity alert had triggered. The rv lead alert occurred on (B)(6) 2016 for two or more nsvt episodes and sic >= 30 in three days. Concomitant medical products: d224drg ICD, implanted (B)(6)2011. (B)(4).

Event description:
It was reported that a lead integrity alert had triggered for the right ventricular (rv) lead due to an apparent fracture. Subsequent examination of recorded episodes indicated oversensing of noise was occurring. Also noted were high rv capture thresholds beginning shortly after implant. The lead remains in use while replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.